Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required placement of a chest tube and hospitalization. It was reported that the patient had one target lesion located in the outer third of the right lower lung. A flexision 23g biopsy needle, biopsy forceps, and bronchoalveolar lavage were used to obtain biopsy samples of this target lesion. On 15-oct-2021, the site intuitive surgical inc. (Isi) endoluminal sales representative (esr) was contacted and additional information was obtained about this event: the esr was present during this procedure on (B)(6) 2021. The physician was using biopsy forceps to take a sample and received more tissue than expected from the lesion in the lower lobe very near to the diaphragm. Reportedly, the physician believes the pneumothorax was caused when she was taking this biopsy. The esr became aware on 10-sep-2021 that this patient received a chest tube to help resolve the pneumothorax and was hospitalized overnight for less than 24 hours. On 18-oct-2021, isi contacted the treating physician and additional information was obtained about the complaint: this pneumothorax was identified intra-procedurally via lung ultrasound and then post-procedure on a chest x-ray. The physician reportedly believes an ion product caused or contributed to the pneumothorax because the ion system was used to perform the procedure in which the pneumothorax occurred. The lesion was reportedly in the periphery of the lung. The physician reported that is it unknown if this event would have likely recurred via another modality. The physician reported that the procedure was completed with no product malfunctions. The pneumothorax was 52mm in size and did not grow after chest tube placement. The patient experienced dyspnea, chest pain, and hypoxia as symptoms due to this event and was considered medically unstable at some point. The patient was hospitalized for one day and was last seen in stable condition.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs for the event date of (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient reportedly experienced a symptomatic pneumothorax which measured 52mm in size and required the patient to be hospitalized with a chest tube to help resolve the pneumothorax. The patient also reportedly experienced dyspnea, chest pain, and hypoxia as symptoms due to this event and was considered medically unstable at some point.